Event description:
The pt iab augmented dyastolic pressure at 1:1, was 164 with a mean pressure of 117 and the heart rate of 72. The "rapid gas" alarm sounded from the pump and the dr was immediately notified. Heparin was discontinued and the decision was made to leave the iab catheter in place until the act was less than 150 seconds. Then the iab was scheduled to be removed. No second iab was inserted. The pt was scheduled for CABG surgery on 7/23/97. On 11/3/97, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. Event complications: none from the event - reported 7/25/97. Pt current status: cad - reported 7/25/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.